Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve dislodgement issue occurred. The hemostatic valve was leaking back blood on the carto vizigo¿ 8.5f bi-directional guiding sheath - small. Upon inspection, it was noticed that the clear hemostatic valve hub had broken off and migrated further down the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. Additional information was received on 05-jun-2024. The hemostatic valve dislodged inside of the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. It did not require treatment. Blood return was observed of approximately 10ml.

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve was leaking back blood on the carto vizigo¿ 8.5f bi-directional guiding sheath - small. Upon inspection, it was noticed that the clear hemostatic valve hub had broken off and migrated further down the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. The device evaluation was completed on 17-jul-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The dislodgment issue reported by the customer was confirmed. The potential caused of the damage to the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. On 26-jul-2024, noted a correction to the 3500a initial as the g1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected g1. Manufacturing site name. In addition, corrected g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 01-jul-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).